Event description:
The reporter stated the right rear leg broke off of the 96-2 shower chair causing the user to fall. She followed up with a physician. She alleges do to the fall she "popped" another disk in her back which required back surgery which included insertion of plates and screws in her back.

Manufacturer narrative:
This incident is being reported in an abundance of caution due to the allegation the user required surgery from the alleged malfunction of the shower chair. Based on the available information it is unclear exactly what occurred and if the incident caused or contributed to the serious injury. Multiple attempts were made to obtain additional information and a return of the chair, without success. This device was supplied by (B)(4) to invacare for distribution and they will be notified of this incident. The device was roughly 10 years old at the time of this incident. If further information becomes available that changes the initial conclusion a follow up medwatch will be filed.

Event description:
The reporter stated the right rear leg broke off of the 96-2 shower chair causing the user to fall. She followed up with a physician. She alleges do to the fall she "popped" another disk in her back which required back surgery which included insertion of plates and screws in her back.

Manufacturer narrative:
The device was returned and received an evaluation which was completed on 08/17/2023. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the break of the leg tubing to the left rear leg and there being corrosion at the break. Based on the evaluation results its likely the users original allegation of the right leg breaking off was incorrect as the evaluation found the left rear leg was the site of the break. The evaluation indicates corrosion was present at the break site. Finally based on the evaluation results its likely the age of the device and corrosion being present at the break site played a significant roll in the leg becoming detached. The owner's manual (1145752) warns to always inspect the shower chair to ensure it is properly positioned and stable before using the shower chair and not to use if the shower chair was wobbly or unstable.